Manufacturer narrative:
H3: product analysis found visually, there was no significant damage to the packaging carton when returned. The packaging carton contained open pouch, insert, and the device. There were traces of contamination found on the outer tube and at the distal end of the device (inside the outer and inner tip). There was no damage noted to the outer tube, outer or inner hubs. However, it was noted that the inner shaft was bent near the distal end of the inner hub when returned. There was also a striation found on the inner shaft near the distal end of the inner hub. Functionally, the inner shaft was rotated by hand with no issues. The device was securely locked into a handpiece and ran up to 7,500rpm in oscillating mode. It was noticed, that during the functional test, the blade was wobbling excessively. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the blade was spinning way too fast and out of control for use. It was being used at 5000rpm. There was no patient impact.